Manufacturer narrative:
(B)(4). Three days after onset of the peritonitis the patient (pt) was hospitalized for the event. On an unreported date, the patient underwent treatment with vancomycin (1gm and frequency not reported) intravenously (IV) and ceftriaxon (dose and frequency not reported) intraperitoneally (ip). Thirteen days after being admitted, the pt was discharged from the hospital. The connection issue occurred ¿during changing the bags¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue that resulted in the development of peritonitis coincident with peritoneal dialysis (pd) therapy. The connection issue was further described as the transfer set became disconnected from the titanium adapter and fell to the floor. The patient then reconnected the products to continue therapy with the contaminated product. The patient was hospitalized and treated with an unspecified antibiotic. The patient was later discharged from the hospital and reported to be recovering from the peritonitis. Pd therapy was ongoing. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause of the reported disconnect could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).